Manufacturer narrative:
Corrected information: h6 patient codes- replaced (B)(6) (transcription error).

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There were no particulates within the cassette area. An as received simulated treatment was initiated and passed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and a valve actuation test. There were no visual discrepancies observed during an internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient experiencing supply bag lines are blocked alarms during dwell 3 of pd treatment. The patient discontinued treatment and performed a stat drain. A review of the patient¿s treatment records identified that the patient drained 6102 ml during drain 1 of the treatment. This drain volume is 203% of the patient's prescribed fill volume of 3000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was reported that the patient experienced abdominal pain and vomiting on the date of the event but did not require medical intervention. The pdrn stated that the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient has been on pd therapy for 3 years and the prescribed pd order is continuous cycling peritoneal dialysis (ccpd) with 4 exchanges of 3000ml, no last fill, no daytime exchange, and pd solution strengths of 2.5% and 1.5%. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.